Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, with the first proglide device the needle did not deploy, the suture came out with the proglide device. The sutures of two additional proglide devices were successfully pre-placed prior to the procedure. The sheath was upsized to 18f and the tavi procedure was completed. The successfully pre-placed proglide sutures were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional and functional inspections were performed on the returned device. Although it was reported that the suture failed to deploy, the event is classified and analyzed as a suture retrieval issue, as the difference between the two failure modes is often not discernable to the user. Therefore, the reported failure to deploy the suture (suture came out with the device) was confirmed as a suture retrieval issue was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.